Event description:
Transmembrane pressure (tmp) became excessive (500). Decreased blood flow, tried to flush access line as indicated in protocol; this did not resolve the problem. Decision was made to return the patient's blood before it clotted. While returning the patient's blood, the screen on the device started to flicker, then the blood pump stopped and the screen showed the warning, "blood pump failure." Dialysis nurse was called and a new machine was brought to the bedside to continue therapy. Defective machine was tagged and biomed was paged.